Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 31) occurred during a bolus. Customer's blood glucose level was 142-143 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the same cartridge and continued using the pump for insulin therapy. Customer declined to further troubleshoot with tandem technical support.